Event description:
A malfunction alarm with the code malf 9 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was unable to reset the pump as they were on their way to work, so technical support provided pump reset information with instructions for resolving the issue at a later time. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.